Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer planned to reset pump once home, and technical support provided verbal instructions on how to perform pump reset; no additional information was received regarding the outcome of the event.